Event description:
No additional information was received from he customer.

Event description:
THE CUSTOMER REPORTED THAT THE DEVICE WAS NOT REPROCESSED IN WASHER. THE ISSUE INVOLVED AN OLYMPUS COLONOVIDEOSCOPE. THERE WAS NO PATIENT INJURY REPORTED.

Manufacturer narrative:
THE INVESTIGATION IS ONGOING. A SUPPLEMENTAL REPORT WILL BE SUBMITTED WHEN THE INVESTIGATION IS COMPLETED OR IF ADDITIONAL INFORMATION BECOMES AVAILABLE.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to Olympus for inspection, and the reported failure was confirmed.In addition, the following reportable malfunction was identified during the device evaluation: the distal end of the jet channel had foreign material. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.